Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. An invasive procedure was performed. The lead was repositioned however captured was not obtained and high impedance measurements were noted. The helix was unable to be retracted in order to explant the lead, therefore the lead was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.